Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as the skin under the front te pad is turning raw, about the size of te pad, and looks like about to bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation. Follow up indicated that the skin irritation improved.